Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site received a localizer not connected message and uninstalling and reinstalling the software. Another reinstall did not resolve the issue. Site confirmed they uninstalled all unused shared resources. In the ndi logs there was an unable to connect message, but they were still able to get to event logs where they saw an illuminator current low error. It was recommended that the positioning sensor unit (psu) be replaced. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: medtronic received information that the navigation system was functioning as designed.